Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the jkb antigen. Satisfactory results were observed. The customer returned plasma and serum samples to ocd for further eval. Positive results (0.5+) were observed with both plasma and serum samples with 15 minutes incubation. Stronger reactions (0.5+ to 2+) were observed for both plasma and serum with 40 minutes incubation.